Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional (hcp) reported patient injected with 6ml of juvéderm® voluma¿ with lidocaine and botox®. Immediately within the first week, patient reported they suffered from headache, eye pressure, tearing, and some burn in left eye. They went to see three different physicians and suggested they had inflammation from the fillers. After three weeks, patient reported they woke up with blurry vision in the left eye that lasted for 10 minutes. Patient stated they still suffer from eye pressure, headache, pain and slight eye bag under left eye (preauricular area). They went to another two more physicians and was told the symptoms was from botox®. Patient was prescribed alphintern® (chymotrypsin) 3x daily for a week. Patient's ophthalmologist prescribed eye drops for dry eye and an antibiotic fusidic acid eye drops for two weeks. Patient sent additional information to the hcp a message reporting "neck lymph glands enlargement. Pressure, pain, and burn on the left side of face, left eye, ear and cheek. Patient can¿t sleep from the pain specially on the left side and [is] suffering from insomnia (not related to the device) because of the continuous pain. Lumps still available in the cheek. Itchiness and pain in the injected areas and in the enlarged lymph glands in the neck. Pain and severe dryness in left eye (severe eye dryness is diagnosed by eye doctors, deemed not related to the device). Symptoms have not been resolved after four months from injection despite being treated with antibiotics: omnicef, avrizolid, alphintern and ampizim g.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported patient injected with 6ml of juvéderm® voluma¿ with lidocaine and botox®. Immediately within the first week, patient reported they suffered from headache, eye pressure, tearing, and some burn in left eye. They went to see three different physicians and suggested they had inflammation from the fillers. After three weeks, patient reported they woke up with blurry vision in the left eye that lasted for 10 minutes. Patient stated they still suffer from eye pressure, headache, pain and slight eye bag under left eye (preauricular area). They went to another two more physicians and was told the symptoms was from botox®. Patient was prescribed alphintern® (chymotrypsin) 3x daily for a week. Patient's ophthalmologist prescribed eye drops for dry eye and an antibiotic fusidic acid eye drops for two weeks. Patient sent additional information to the hcp a message reporting "neck lymph glands enlargement. Pressure, pain, and burn on the left side of face, left eye, ear and cheek. Patient can¿t sleep from the pain specially on the left side and [is] suffering from insomnia (not related to the device) because of the continuous pain. Lumps still available in the cheek. Itchiness and pain in the injected areas and in the enlarged lymph glands in the neck. Pain and severe dryness in left eye (severe eye dryness is diagnosed by eye doctors, deemed not related to the device). Symptoms have not been resolved after four months from injection despite being treated with antibiotics: omnicef, avrizolid, alphintern and ampizim g.